Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator intermittently failed internal leakage test during pre-use check. The conclusion was that the reported failure was resolved by replacing pm (preventive maintenance) kit. The replacement replacement was a pm due. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.